Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) while wearing the lifevest. The patient's husband reported that the lifevest did not alarm during the event. Review of lifevest download data indicates that the patient was in atrial fibrillation at 11:04:29. At approximately 11:37:20 the patient degraded from severe bradycardia with pvc's (20 bpm) to vt (250 bpm). The patient was in vt for approximately 1.5 minutes. Varying amplitude of the vt signal and motion artifact prevented the lifevest from entering the treatment sequence during the arrhythmia. Approximately 1.5 minutes after the patient went into vt the patient's rhythm was obscured by motion artifact. The source of the motion artifact is not known. The lifevest electrode belt was disconnected at 11:57:55. The patient was transported to the ER and was intubated. Resuscitation efforts were performed but the patient passed away at the hospital.